Event description:
Boston scientific received information that this right ventricular (rv) lead had a suspected conductor fracture. The patient was pre-syncope and increase in impedances and intermittent loss capture with left arm elevation was reported. This lead was surgically abandoned and a new lead was successfully implanted.

Manufacturer narrative:
Event clarification was requested from the field representative who later reported that this patient was dependent. The specific impedances impacted or values were unknown. Lastly, the field representative did not see the loss of capture result in asystole of greater than two seconds on the telemetry strips. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.